Event description:
It was reported a patient experienced a disconnection of the transfer set and perritonitis manifested by abdominal pain coincident with peritoneal dialysis (pd) therapy. The patient's transfer set disconnected from the adapter. The patient reconnected the transfer and went to the pd clinic where the transfer was replaced. Three days after the disconnection occurred, the patient was hospitalized for peritonitis. The patient was treated with unspecified antibiotics orally and intraperitoneally (dose, frequency unknown). After being hospitalized for six days, the patient was discharged and recovered from the event. No additional information is available.

Manufacturer narrative:
(B)(4). If additional relevant information is received, a supplemental medwatch will be filed.

Manufacturer narrative:
(B)(4). This is a report of a patient who experienced a break in aseptic technique resulting in peritonitis. During therapy the patient became disconnected from the transfer set and reconnected themselves to continue therapy. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿ which is shipped with every homechoice device. The guide provides step-by-step instructions for when and how to connect to the disposable set. It also warns the user that possible contamination of the fluid or fluid pathways can result if disposables are reused. A review of the label for the product family will be conducted. Should relevant additional information become available, a follow-up report will be submitted.